Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel alleges patient underwent revision procedure on (B)(6) 2012 allegedly due to pain, lack of mobility, inflammation, tissue/bone destruction, elevated metal ion levels and metallosis. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pain and femoral stem loosening. The operative notes confirm that all products were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. The following reports were filed prior for the same event (reference 1825034-2013-02646 / 02648).